Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor¿ the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "patients had self-tested with clear positive results on the same day, but the results shown the bd veritor kits were either negative or showed a very faint shadow after a long time. Amongst patients who were also swabbed with a pcr and subsequently was pcr+." Information from attached spreadsheet - patient symptomatic, bd kit was negative no pcr. Another art kit (sd) gave positive result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor¿ the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: "patients had self-tested with clear positive results on the same day, but the results shown the bd veritor kits were either negative or showed a very faint shadow after a long time. Amongst patients who were also swabbed with a pcr and subsequently was pcr+." Information from attached spreadsheet - patient symptomatic, bd kit was negative no pcr. Another art kit (sd) gave positive result.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1099217. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor¿ the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter. The customer stated: "patients had self-tested with clear positive results on the same day, but the results shown the the bd veritor kits were either negative or showed a very faint shadow after a long time. Amongst patients who were also swabbed with a pcr and subsequently was pcr+." Information from attached spreadsheet - patient symptomatic, bd kit was negative. No pcr. Another art kit (sd) gave positive result.